Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent laser cystolitholapaxy on (B)(6) 2010 due to bladder sling, exposed sling. It was reported that the patient underwent cystoscopy, laser ablation of stone and mesh in bladder on (B)(6) 2010 due to bladder stone, exposed sling mesh. It was reported that the patient underwent holmium laser ablation of sling and bladder stone on (B)(6) 2011 due to eroded urethral sling with recurrent bladder calcification, s/p laser ablation. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent a bladder suspension in late 2003. It was reported that the patient underwent sling removal and cystoscopy on (B)(6) 2005. The patient underwent gall bladder surgery in (B)(6) 2009. The patient underwent cystoscopy and hydrodistention on (B)(6) 2010.